Event description:
It was reported that sometime post-op the patient complained of a clicking sound from the implants. The patient underwent additional surgery where it was noticed that one of the dynamic rods was broken. The failure was not noticed pre-op. The hardware was removed and replaced with titanium rods.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the rod cables are sheared at the proximal rod flange. A review of a pre-revision lateral film verifies the broken device. A review of the device history records found no documentation to indicate a non-conformance to specification.